Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure there was a capsule tear. The iol was cut out of the eye and replaced with a three piece lens. Additional information has been requested.

Manufacturer narrative:
The lens was returned for evaluation. Solution and blood are dried on the lens. The optic is split\torn from the edge across the center of the optic. Qualified associated products were indicated. The root cause for the reported events could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. The manufacturer internal reference number is: (B)(4).